Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail 270um single use laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke off during use outside the patient. The procedure was completed with another lighttrail 270um single use laser fiber. There was no serious injury nor adverse patient effects as a result of this event.